Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2016-05520. The patient reported she had not used the scs system for approximately two years due to ineffective stimulation. Additionally, the patient planned to undergo an MRI for unrelated health issues. Surgical intervention is planned to address the issue.